Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device would power on briefly with no audio tones but with vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, the pump¿s audible sound responded properly. The complaint of no audio tones was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.